Event description:
While a pt was being supported by a right ventricular assist device (rvad), when the dual drive console (ddc) was unplugged from ac power, the top module stopped functioning. The unit was immediately reconnected to ac power, and the module resumed functioning. The pt was switched to a back up driver without incident. Visual examination of the ddc at the site traced the malfunction to the 6v dc module battery. The battery was replaced, which corrected the problem. The faulty battery will be returned to thoratec for further eval. Any necessary corrective action will be determined upon completion of the failure investigation.